Event description:
Customer reported that a patient with anti-e failed to react with vra148 when tested in the mts gel system. Customer reported that initial antibody screen was positive (1+). No erroneous results were reported. Customer does not have samples for return.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).